Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were "not good" due to a recent pregnancy; however, no specific bg value was provided. The customer declined any troubleshooting or to provide any details at the time the event was reported. Multiple attempts were made to follow up with the customer; however, no additional information was provided.